Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level did not exceed 500 mg/dl, staying within a normal range. Reportedly, the customer was able to resume insulin administration, and no further assistance was necessary.